Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the right ventricular (rv) lead was connected with the device and lead connection verified with pull test, and loose connection was observed. The ipg setscrew was loosened and the rv lead was re-inserted into the device. However, the physician observed that the setscrew could not be turned. An attempt to find the right position inside through the grommet was made, but the torque wrench could not engage with the setscrew. The ipg was replaced with another one, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, a set screw with a rounded socket, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.